Event description:
During laparoscopic cholecystectomy, surgeon fired the applied medical epix universal clip applier once. Next time he went to use it, it would not release a clip and was unable to be used. A new clip applier was opened and case continued. No harm to the pt. MFR of equipment notified with equipment to be returned to company.